Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose of 403 mg/dl due to the interruption of insulin delivery since the insulin pump alarmed motor error and no delivery. Customer treated with manual injection. Blood glucose value at the time of the call was 288 mg/dl. The customer reported that the drive support cap was protruded. Customer declined troubleshooting for high blood glucose and no delivery alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.